Event description:
Edwards received information that an aortic bioprosthetic valve was explanted due to unknown reasons after an implant duration of approximately 7 years. The patient presented with chf and increasing sob. No additional details have been reported.

Event description:
Documentation was received indicating valve was explanted due to stenosis and fused leaflets. There were no complications reported following the explant/replacement procedure.

Manufacturer narrative:
Other=x-ray. Device evaluation summary: as received: host tissue fused leaflets 1 and 2 at commissure 2 on the inflow aspect by approx 4mm. Host tissue fused leaflets 2 and 3 at commissure 3 on the outflow aspect by approx 4mm. Minimal to moderate host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 5mm. Moderate host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 9mm. Host tissue was minimal at the stent inflow and minimal to moderate at the stent outflow. Moderate calcification was observed in the cusp area of leaflet 3. The free margin of leaflet 2 exhibited minimal to moderate calcification, free margin of leaflet 3 exhibited minimal calcification. A tear was also observed on leaflet 2 at commissure 2, tear measured approx 5mm in length. All three leaflets also appeared slightly dehydrated. Additional manufacturer narrative - the reported fused leaflets were confirmed through device evaluation to have been caused by pannus formation and calcification. Bioprosthetic leaflet calcification and host tissue overgrowth are two common chronic failure modes in bioprosthetic heart valves. Their occurrence is highly variable among patients. It is generally believed that patient biological factors and/or preexisting medical conditions and comorbidities play major roles in the development of bioprosthetic tissue calcification and/or host fibrotic tissue overgrowth. However, the underlying mechanisms are not completely understood. In this case, the patient's medical history and disease stage may have contributed to the explant of this device. No further action is required at this time, edwards will continue to monitor all events.

Manufacturer narrative:
The reported device was not returned to manufacturer. Without explanted device the reason for explant cannot be determined. Multiple attempts have been made with hcp to obtain further details and device have been unsuccessful. Edwards will continue to review and monitor all event. Additional information will be reported if received.